Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 24 atmospheres for 30 seconds. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.